Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, anomalies were observed on the posterior view of the device, consistent with a crease/fold. Two tears were observed, tear a on the anterior view and extending to the posterior view and measuring 2.6 cm, and tear b within the crease/fold measuring approximately 0.1 cm. Microscopic examination in the tear a edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Regarding tear b, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (product code 3501645 and lot number 6869201). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 300 cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast deflation post-procedure. The deflation was confirmed via physical examination by a doctor. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.